Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015, not november 28th, 2015, as previously reported. This report filed march 3rd, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report, (B)(4) 2015. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittency and pain with device use, however; the issue could not be resolved. The implanted device remains.